Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. An angiogram photo was obtained by vsi however, it was inconclusive and did not provide any information relevant to the analysis. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 72-year-old female received an 18f manta device for closure following a tavr procedure. A few weeks post-procedure, the patient returned to the doctor's office, complaining of groin pain. An ultrasound performed revealed an abnormality (pseudoaneurysm) present. The physician attempted to inject the pseudoaneurysm but was unsuccessful. The patient was then scheduled for a cutdown. Forty-five days post-tavr, during the surgical intervention, the manta device was explanted, and no complications were experienced. The patient did not experience any harm, injury, or health consequences from this event and remained stable post-procedure. Due to the insufficient amount of information regarding the initial, deployment and surgical intervention procedures, positioning of manta seen during the cut-down, patient conditions, and environment, a determination of the root cause of the pseudoaneurysm is inconclusive. A pseudoaneurysm of the femoral artery can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU was reviewed and identified other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as potential adverse events related to the deployment of vascular closure devices. There appears to be no product quality issue for manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: after the manta device was deployed the patient returned to the office a few weeks later with complaints of groin pain. An ultrasound was done and an abnormality was seen. The decision was made to perform a cut down on the femoral artery. Additional information received on 30nov2023: no issues with the manta deployment. An ultrasound was done and a pseudoaneurysm was seen. Attempted to inject the pseudoaneurysm but was unsuccessful. Surgical cut down was then performed on (B)(6) 2023. The manta device was explanted. No patient harm or injury was noted. No complications during surgery.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: after the manta device was deployed the patient returned to the office a few weeks later with complaints of groin pain. An ultrasound was done and an abnormality was seen. The decision was made to perform a cut down on the femoral artery. Additional information received on 30nov2023: no issues with the manta deployment. An ultrasound was done and a pseudoaneurysm was seen. Attempted to inject the pseudoaneurysm but was unsuccessful. Surgical cut down was then performed on (B)(6) 2023. The manta device was explanted. No patient harm or injury was noted. No complications during surgery.